Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure. General maintenance and cleaning required.

Event description:
Service and repair of the a3059 mayfield modified skull clamp found the mayfield 2 lock has up and down movement and the teeth are grinding when rotated.